Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to a bacterial infection. As the etiology of the bacterial infection was not specified and no additional clarification or information was able to be obtained, the cause of this event will be assessed as unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammation drugs (further details not reported) for peritonitis during hospitalization. Dianeal therapy was withdrawn during treatment. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available as the reporter declined further follow up.